Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) battery of the device is not charging. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. In the remote controls of the device, it was seen that 2 batteries needed to be changed. Batteries appear at full charge. However, it was observed that the device turned off when the mains voltage was cut off and the battery was switched to use. Changing 2 batteries required. The fse replaced the batteries, which resolved the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.